Manufacturer narrative:
Two screws were returned. The heads of both screws were damaged and the material displacement was not directional. One of the screws had a section of the head broken off and missing. For both screws, the screw tip and flute showed no signs of wear. Per the instructions for use that accompany the device, breakage of timesh components is a known complication. Damage to the head may occur when the screw is improperly engaged with the driver blade, particularly if the driver blade is dull. The screw appeared to have a screwdriver blade inserted into the head of the screw several times which could cause the expansion of the slots in the screws. In addition there are marks on the screw head which are indicative of the screwdriver blade slipping on the head of the screw. When a screwdriver blade is undersized (which can occur through wear) it can slip off the head of the screw. Therefore, the screw head shows extensive damage due to repeated engagement and disengagement with the driver blade and/or worn or undersized driver blades. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device did not match with the tool bit during the surgery. According to the report, the doctor replaced the device to complete the surgery. Reportedly, the patient¿s current condition is normal.